Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device experienced a recurring slowness and wrong patient issue for recreating to test at cabinet. A technical support specialist had found that the inactive medication orders were already cleared out, selected the "issue/return/waste" button and wait for the correct profile to load, upgraded the cabinet software to version 38.12 to resolve the issue. The system functioned as intended after the technical support specialist had assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower experienced a recurring application slowness and wrong patient issue. There were no adverse events or injuries reported based on this incident.